Manufacturer narrative:
(B)(4). Literature article: konishi et al. Thrombosis journal (2015) stent thrombosis caused by metal allergy complicated by protein s deficiency and heparin-induced thrombocytopenia: a case report and review of the literature date of event is date article was published online.

Event description:
Patient is a smoker and had a history of dyslipidaemia. During the index procedure the patient had one driver bare metal stent implanted in the lad to treat acute coronary syndrome (acs) with myocardial infarction. Approximately 12 months later the patient had pci and thrombus aspiration for treatment of asc due to instent thrombosis. Approximately 24 months later the patient was hospitalized for asc and stent thrombosis was revealed. After each aspiration of the thrombus, a large red thrombosis reappeared which was treated with 10 consecutive aspirations. Balloon angioplasty was performed without further recurrence of thrombus. During this hospitalization a skin patch test was carried out and it was revealed that there was a positive response to nickel which is a composite of the driver stent. An ivus study showed that there was no incomplete stent apposition or stent fracture. The patient had been compliant with dapt (aspirin <(>&<)> clopidogrel). Approximately 4 months later the patient suffered a 4th stent thrombosis in the lad and despite been described an anti-allergic agent the patient suffered a 5th stent thrombosis one month later. The patient remained stent thrombosis free for the following 18 months.